Event description:
It was reported that a sales consultant had two tfn cases in (B)(6) 2010 where the distal targeting for the slot in the short nails was not targeting properly. In one case they had to perioperatively exchange the short nail for a long one and it was found that the drill had been hitting the distal portion of the slot in the short nail. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.